Event description:
It was reported that the nurse attempted to place a foley catheter in a patient and after completing the procedure, inflated the balloon with 10mls and pulled back on the catheter the catheter just came out.

Manufacturer narrative:
It was reported that the nurse attempted to place a foley catheter in a patient and after completing the procedure, inflated the balloon with 10mls and pulled back on the catheter the catheter just came out. The nurse then proceeded to grab another kit and this time prefilled the balloon to see what would happen. The second attempt the balloon of the catheter exploded after the nurse put in more than 5ml's. The procedure was attempted again and the nurse put in 5ml's of fluid with success. The patient currently has a foley in with only 5mls in the balloon. The catheters that the nurse had issues with were discarded and are not available to be returned for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.